Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported at patient's normal follow up, externalized conductors were observed via imaging. Patient was asymptomatic. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.